Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when they opened the PICC pack before insertion a hair was inside the sterile pack. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in package is confirmed but the cause is unknown. Two photographs of a 4fr groshong nxt clearvue kit were returned for evaluation. An initial visual observation of the photographs showed the kit was opened. A black hair-like material was observed to be on the csr wrap which is packaged around the kit tray. The kit tray as well as the drapes observed in the photograph appeared to be unused. While a hair-like material could be seen in the returned photograph, the circumstances of its introduction- whether during packaging or after the kit had been opened- could not be determined based on the photograph alone. This complaint will be recorded for future trending and monitoring purposes.